Event description:
On or about (B)(6) 2007, a sparc sling system was implanted in the plaintiff with the intention of treating her stress urinary incontinence and pelvic organ prolapse. It was alleged by the plaintiff's attorney that "after and as a result of the implantation" the plaintiff "suffered serious bodily injuries, including but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, add'l surgery and/or other injuries." It was additionally alleged that the plaintiff has "experienced significant and mental and physical pain and suffering, has required add'l surgery and/or medical treatment, and she has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.